Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that; the subject device displayed an e315 (unsupported scope) and b30 (communication failure) error codes. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d10, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a detached distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error b30, error e216 and no image were discovered due to fluid invasion as well as corrosion inside the scope connector and body control unit. The most probable cause of the complaint and additional finding, is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.